Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b3, b5, d4, d9, e1, e2, e3, g2, h3, h4, h6.

Event description:
Patient reported no complaint against the device. Healthcare professional later reported implant rupture found during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side no complaint against the device. Healthcare professional later reported left implant rupture. Device has been explanted.